Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of a -15.0/2.0/85 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was replaced with a same size lens due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved.

Manufacturer narrative:
Patient ethnicity,weight, race: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).